Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (alarm 19) was verified. The reported alarm 5 was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The customer's blood glucose (bg) level was 454 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.